Event description:
A plate, implanted in 2002 with bone graft, broke post-operative. Plate was noted as broken in 2004 and was removed in 2004. Pt was diagnosed with non-union and is reportedly non-compliant.